Manufacturer narrative:
Device evaluated by MFR?. The ventilator was requested to be returned on 11/12/07. Upon reception, it will be forwarded to manufacturer/flight medical ltd. For further investigation. A failure analysis report and action taken in resolving this issue will be submitted to medwatch program.